Manufacturer narrative:
It was reported that during pre-operative planning the user experienced two shutdowns while retrieving images. Event summary, device history record review and complaint history review did not identify contributing factors. Review of log files from the subject event confirmed that two shutdowns occurred, both due to a known design defect. (B)(4).

Event description:
It was reported that there were two software shutdowns during pre-operative planning during retrieval of images for a future surgery.